Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B)(6), 2006, this pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, a CT scan revealed aneurysm enlargement of 12 cm. There is no evidence of an endoleak. The physician will f/u with an aneurysm sac stick. Further investigation is being conducted.